Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leaking was observed on an abdomen ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter at the hub connection. This was found immediately (less than 5 minutes) after insertion; therefore, the device was removed and replaced with a like device. The scheduled procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. H6-conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows two nonconformances within the main lot. Both were for issues with the side ports. All affected devices or components were scrapped out prior to release. There were no reported nonconformances within the mac-loc assembly (sa8664408). There were no reported nonconformances reported for the catheter tubing (sa8755749). It should be noted there were two other reported complaints for this lot number. According to the document review, proper procedures are in place to identify/prevent this failure mode prior to device distribution. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.